Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gynecological procedure. According to the reporter: during the procedure, the surgeon noticed that the intestinal tract was damaged due to the electrical scalpel. The surgeon commented that the electric current could have been carried by the metallic sleeve of versaport and caused damage. The tissue damage was corrected during the procedure (no details were provided). There was oozing and tissue damage. Nothing fell into the cavity. We could only confirm the electric scalpel was not our product, but the name of the manufacturer and the product name are unknown.